Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) on behalf of the patient alleging his onetouch ultramini meter was displaying an inaccurately high result compared to his feelings. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 between 10-11am, the reporter stated the patient obtained a reading of '160mg/dl' on his lfs meter. The reporter stated the patient used a combination of oral medications to manage his diabetes including lantus 20 units and actos 30mg. The reporter claimed the patient increased his dose of lantus insulin by 5 units. The reporter stated 15 minutes later the patient passed out and was sweating. The reporter stated emergency medical services (ems) measured his blood glucose on (B)(6) 2012 at approximately 11:15am, but the reading was not reported. The reporter stated the patient was given glucose tablets or glucose gel in response to the reading. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. However the patient did not have any testing supplies available for a retest. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the reporter stated the patient obtained an inaccurately high reading, administered an increased dose of insulin based on that reading, developed symptoms suggestive of severe hypoglycemia and required treatment from ems.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.